Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, two photos were received from the field appearing to show the devices presenting deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been as a result of the use of a larger than recommended delivery system as the use of a larger sheath may influence deformations. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that the recommended size delivery system per the instructions for use is a 6f the additional 9-asd-007 device referenced in b5 is filed under separate medwatch report number emdr-106986. Na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 7mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using an 8f amplatzer talisman delivery system. During implant the left disc of the device took on a cobra shape. The device was removed from the patient and replaced with a new 8mm amplatzer septal occluder. During implant, the left disc of the device also took on a cobra shape. The device was removed from the patient and replaced with a new 9mm amplatzer septal occluder, which was implanted successfully. There were no interactions with cardiac structures, nor were there any angulations nor kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status is noted as stable.